Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor could not depress the deployment button of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual pressure. There was no reported patient injury. The vcd was used in an endovascular thrombectomy procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The device was stored and prepped in accordance with the instructions for use (IFU). The puncture femoral site was deemed suitable through angiography, confirming an insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. Hemostasis was achieved using manual pressure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped. However, when attempting to depress the button, it would not depress at all. At this time, the indicator window displayed solid black, and no red color was observed during retraction. The visual indicator window had changed to black-black. The device is not being returned because it was discarded.

Manufacturer narrative:
As reported, the doctor could not depress the deployment button of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual pressure. There was no reported patient injury. The vcd was used in an endovascular thrombectomy procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The device was stored and prepped in accordance with the instructions for use (IFU). The puncture femoral site was deemed suitable through angiography, confirming an insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. Hemostasis was achieved using manual pressure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped. However, when attempting to depress the button, it would not depress at all. At this time, the indicator window displayed solid black, and no red color was observed during retraction. The visual indicator window had changed to black-black. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18387395 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint deployment lever (button) frozen/locked" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.